Event description:
It was reported that a patient presented with dislodgement and loss of capture noted on the patient's left ventricular lead. The lead was previously programmed off, and the lead was later explanted and replaced on (B)(6) 2024. No adverse patient consequences were reported.